Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they were in emergency medical service and were hospitalized due to high blood glucose on unknown date with blood glucose level was unknown. Customer was treated with intravenous insulin. Customer experienced low blood glucose level of 2.8 mmol/l, 2.5 mmol/l and was treated with food. Customer had been using insulin pump system within 48 hours of reported low blood glucose event. Customer did not allege insulin pump was over delivering. Customer was using auto mode. Customer did not feel okay to troubleshooting for high blood glucose level. The insulin pump will not be returned for analysis.